Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 11, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 213, 67). The returned sample was visually inspected upon receipt with no anomaly noted such as breakage. The sample was rinsed and dried, and the amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure. It was confirmed to meet the factory¿s specifications, with no anomalies. The manufacturing and incoming inspection record of the actual device were reviewed, with no anomalies. The evaluation of the returned sample, it was found to have meet the factory¿s specifications; therefore, the root cause of the reported event could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the fx25 appeared not to oxygenate upon rewarming. No health consequences or impact. Product was changed out. Procedure completed successfully.